Event description:
It was reported that the reservoir was occluded. Customer stated that no delivery alarm occurs during bolus. Advised the customer the sets and reservoirs would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)